Event description:
It was reported that surgeon had to remove a unitrex head and sleeve because, it was infected.

Manufacturer narrative:
The other device listed in this report is described as unitrax modular endo head, cat # 6942-5-xxx, lot # unknown. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding infection involving a unitrax c-taper sleeve -3mm was reported. The event was not confirmed. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ids. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that surgeon had to remove a unitrex head and sleeve because it was infected.